Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use admiral extreme balloon dilatation device along with a 7fr non-medtronic sheath and 035'' non-medtronic guidewire for patient treatment. It is reported that a circular/radiated rupture occurred during balloon inflation at 11 atm. The device was unable to be removed, and surgical intervention was required to remove the device. All fragments were retrieved and no further patient injury reported.

Manufacturer narrative:
Product analysis visual inspection: the device returned with the balloon ruptured and the inner section separated from the hub section of the catheter a radial burst was confirmed on the device no functional testing was carried out due to the condition of the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.